Manufacturer narrative:
(B)(4). The sample was not returned and the lot number was not known; therefore no device evaluation or batch review could be performed. The product code was not known; therefore no 510k number could be provided. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during fill 5 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain 4. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy, start over with new supplies or finish with manual supplies and contact their nurse. There was patient involvement. No injury or medical intervention was reported.